Event description:
The customer reported the green connector on the pads adapter cable did not lock. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the green connector on the pads adapter cable did not lock. There was no reported adverse pt impact. This complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.